Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing of noise and high shock impedance measurements, though no values were reported to be out of range. Testing of the system was unable to reproduce any noise. The source of the noise was suspected to be electromagnetic interference. No changes were made and the s-ICD remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.